Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The alleged issue began on (B)(6) 2014 about 1pm. The patient reported obtaining a blood glucose result of ¿118 mg/dl¿ with the subject meter. The patient confirmed the result obtained was within her usual/ normal range. The patient manages her diabetes with insulin. Due to alleged result, the patient reportedly took 5 units less insulin. About 20 minutes after, the patient claimed she felt sweaty, incoherent and was ¿not responsive.¿ emergency medical services (ems) was contacted. The patient obtained a blood glucose result of ¿30 mg/dl¿ with the ems meter. The patient was given 3 glasses of juice and glucose gel as treatment. The patient reportedly felt better after treatment. By 2pm, the patient retested her blood glucose. The patient obtained a blood glucose result of ¿71 mg/dl¿ with the subject meter and ¿72 mg/dl¿ with the ems meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/03/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/17/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.